Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-737b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 14:30 minutes, 154,814 joules while using the surgical fiber during a prostate procedure, the fiber tip was malfunctioning and was observed to not be firing correctly; the fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Outcomes attributed to adverse event. This event was a product problem, not an adverse event. Life-threatening was mistakenly selected. There was no potentially life threatening outcome as a result of this event.